Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Patient reported to have undergone total hip arthroplasty on (B)(6) 2001 alleged that debridement of the joint was performed approximately two years later for infection. Patient further reports that a revision procedure occurred on (B)(6) 2012 due to alleged pain, limp, pseudotumor, and elevated metal ion levels. Additional information obtained from medical records confirmed both surgery dates and that the acetabular cup and modular head were removed and replaced during the revision procedure. Medical records also noted the presence of a pseudotumor which was debulked during the revision surgery.